Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife stated the cgm was displaying 131 mg/dl on (B)(6) 2019. At 3:00am on (B)(6) 2019, the patient started having seizures. It was indicated that the cgm was still displaying 131 mg/dl. The patient¿s wife took a blood glucose reading and stated his sugar had dropped to 31 mg/dl and the cgm did not alarm. Paramedics arrived and confirmed the inaccuracy. He was taken to the emergency room (ER) where he was treated with an unspecified intravenous (IV) therapy. Prior to leaving for the hospital his wife removed his sensor and noted that the sensor and insulin pump had both been correctly and securely attached to him. He got to the hospital around 6:00am and was discharged around noon. The insulin pump was removed at some point and at the time of contact the patient was receiving insulin via injections rather than the pump. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.